Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of a broken atrial connector. Analysis also found that the encoder flex (flex was creased) as well as the liquid crystal display (lcd) connector were damaged or loose, that the silicon was removed from the display connectors, that the main printed circuit board screws were loose, that the upper and lower cases and the side bail covers were broken, the battery release was contaminated, the battery contacts were compressed, the keypad connector at the bottom part of the lcd display was loose and that the battery drawer o-ring was missing. All affected parts were replaced. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a broken atrial connector on the connector block. The generator was returned for service. There was no patient involvement.